Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found error 124, and calibrated the atmospheric pressure transducer to resolve the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) displayed internal communication failure and gave a loud alarm that could not be turned off. There was no patient involvement.